Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump successfully, with no recurrence of the malfunction. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.